Event description:
It was reported that, "hip pain and feeling of something loose in hip. S/p thr (B)(6) 2006. Suspect a loose acetabular component or a loose or damaged liner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.